Event description:
It was reported that during use with an unspecified amount of plate chromagar candida ii 20 ea atypical growth was discovered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, e. Coli which should be inhibited grows on the chromagar candida. The culture condition is 35. This issue has been occurring a few times a week after switching to the current lot. The samples are from various patients with various specimen types (sputum, urine etc.).

Manufacturer narrative:
H.6 investigation summary: we couldn't confirm this issue as a report because no photo and returned sample. No trend. No issue in retention performance and DHR. We will continue to monitor this lot.

Event description:
It was reported that during use with an unspecified amount of plate chromagar candida ii 20 ea atypical growth was discovered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, e. Coli which should be inhibited grows on the chromagar candida. The culture condition is 35. This issue has been occurring a few times a week after switching to the current lot. The samples are from various patients with various specimen types (sputum, urine etc.).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.